Event description:
A malfunction alarm was reported, identified as malfunction code 0. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided assistance with resetting the pump, and after the reset, the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared, which the customer acknowledged and understood.